Manufacturer narrative:
H3 - device evaluated by manufacturer: four devices were returned for engineering analysis and the complaint was unable to be confirmed. The needles underwent multiple inspections for any tactile signs or visual imperfections at 16x magnification. All coated areas felt and look as expected without any peeling, scratches, foreign contamination, or non-conformities. The allegation of a some of the coating coming off has not been confirmed. As the needles were cut from the tubing, the reported lot number was unable to be verified.

Event description:
It was reported that device fragments may remain in patient. A total of four icerod cx 90 degree needles were used during a cryoablation procedure. The procedure went well with no issues. After removing the needles, the physician did another computed tomography (CT) scan. On the CT imaging it looks like part of a needle is still in the patient. The physician thought it may be black coating of the needle that came off and remained in the patient. The needles were examined closely and appeared to be intact. The physician then thought perhaps some contrast agent went inside the puncture hole and made it look like something was still in there. The patient has had no consequences. A follow-up exam is planned in a few weeks.

Event description:
It was reported that device fragments may remain in patient. A total of four icerod cx 90 degree needles were used during a cryoablation procedure. The procedure went well with no issues. After removing the needles, the physician did another computed tomography (CT) scan. On the CT imaging it looks like part of a needle is still in the patient. The physician thought it may be black coating of the needle that came off and remained in the patient. The needles were examined closely and appeared to be intact. The physician then hought perhaps some contrast agent went inside the puncture hole and made it look like something was still in there. The patient has had no consequences. A follow-up exam is planned in a few weeks.